Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads from the same lot. It was reported the pt has not been receiving adequate coverage. An impedance check revealed all invalid contacts on one of the leads. As a result, the pt will undergo surgical intervention.